Event description:
The patient is being referred for generator and lead replacement surgery. However, the surgery has not occurred to date. No MRI was taken, and there are no clinic notes available dictating the lead break. No additional information has been provided.

Event description:
The implant card was received which also reported the reason for generator and lead replacement on (B)(6) 2012, was due to lead discontinuity. Product analysis for the generator and lead was completed. Results of the diagnostic testing of the generator indicated that the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. In addition, there were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead confirmed discontinuity of both the positive and negative quadfilar coils in the electrode region of the returned lead portions. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However due to metal dissolution, the fracture mechanism cannot be determined. Inspection of the portion of what is believed to be the mating end (remaining on the coil) of the strand detached during sample preparation, suggests that a stress-induced fracture occurred. However due to mechanical distortion and surface contamination, the initial fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil shows an appearance suggesting that a stress-induced fracture has occurred. However due to mechanical distortion and/or surface contamination, the initial fracture mechanism cannot be determined. Also, the early stages of what appear to be stress-induced fractures were identified in one the strand of the quadfilar coil. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that high lead impedance was observed upon performing diagnostics during a routine appointment. The physician is assuming that there is a lead break and subsequently is referring the patient for replacement surgery. The device was disabled on the date the high impedance was observed. Attempts for additional information from the physician have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012. It was reported that the lead was replaced due to a lead break and the generator was replaced prophylactically. The products were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form indicated the reason for replacement was due to lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.